Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2012 that this patient had died in (B)(6) 2012. The local representative was contacted for additional information. The local representative and clinic nurse were not aware that this patient had died. There have been no reports that the device may have caused or contributed to the patient's death. The clinic had been planning to follow the device on a monthly basis, however, the (B)(6) 2011 scheduled follow-up was cancelled by the patient. According to the clinic, the patient was diagnosed with stage 4 ovarian cancer in (B)(6) 2011 had been admitted to the hospital. The clinic suspects that the cause of death was attributed to a non-device related issue. The local representative suspects that the device was buried with the patient and will not be returned to boston scientific's post market quality assurance laboratory for testing.

Event description:
Boston scientific received information that at a recent follow-up, this pacemaker had a remaining longevity of two years and a magnet rate of 100 paces per minute (ppm). It was reported that at the two previous follow-up appointments, the remaining longevity was .5 years and the magnet rate was 90 ppm. Boston scientific technical services (ts) discussed a reset may have occurred and recommended sending a save to disk and memory dump in for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A save to disk and memory dump were being considered. Records indication this device remains in service. Should additional information become available this report will be updated.